Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. The device was successfully interrogated using inductive telemetry. Technical support was contacted and recommended reprogramming to resolve the rf telemetry event, however no intervention has been performed. The patient was stable and will continue to be monitored.